Manufacturer narrative:
Reported event: an event regarding revision due to rom involving 3x11 hinged knee insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including product identification, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The following information was provided: the patient's left knee was revised due to being tight in flexion. A 3x11 insert, 2 bushings, axle, and 0° bumper were revised and a competitor patella was revised to another competitor patella. Rep confirmed there are no allegations against the revised implants, and that no further information will be released by the hospital or surgeon.